Event description:
Surgery was performed on the patient using the device on the patient's leg. The patient's leg later compartmentalized thus causing damage tothe leg. The patient was in critical condition, but is reported to be doing fine now. The surgeon has reported that the cuff caused a weak presure point on the patient's leg. This device was being used in conjunction w/the ats 500 tourniquet system (zimmer)invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. Invalid data - on device destroyed/disposed of status.